Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified vessel without tortuosity in the superficial femoral artery (sfa). The 5.0x120mm armada balloon catheter was soaked and prepared (air aspirated) outside the anatomy prior to use and advanced to the target lesion without issues. At the first inflation, it was attempted to inflate to nominal pressure; however, when it reached 4 atmospheres, it was observed that the balloon was not holding pressure and contrast was leaking [balloon rupture] into the vessel. Therefore, pressure was removed and the balloon device was removed from the patient without issue. Another abbott balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.d9/h3: subsequent to filing the initial report, additional information was received stating the device will not be returned for evaluation.